Event description:
Was alerted to a low, but too late. I passed out and had to call the ambulance. The cgm wouldn't read any higher than a 41. If my partner was not there I would have potentially died from a coma. Taken by ambulance to the hospital where they gave me a glucose syrup. Was transported to the hospital where I was monitored. Extremely scary and caused me to change my sensor early. I am now using a dexcom g6 and on an insulin pump.